Manufacturer narrative:
The event occurred during infusion of 650mg tylenol (65ml), and the expected infusion rate was 260ml/hr. However, the infusion was reported to have completed in about 2 minutes. The device was being used with a baxter infusion pump. Contact office address: (B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and underwater clear passage testing was performed, and the device was found to operate per specification with no issues noted. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an over infusion with an unknown access primary set. The infusion of tylenol was expected to complete in 15 minutes, however, the infusion was finished much earlier than that. This was used with an unknown pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.